Manufacturer narrative:
H10: updated h6 (health effect - impact code and health effect - clinical code). H3, h6:the reported device was received for evaluation. A visual inspection found that the suture and t2 were returned. T1 was not present. The depth indicator button was in the default position. The actuator tip was in the t1 position. A functional evaluation found that the actuator tip functioned as designed. An analysis of the enclosed image shows a suture with t2 attached. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair, when t2 of the fast-fix 360 was deployed and the device removed, it was found that a part of the anchor was still visible in the meniscus therefore it had to be removed. T2 was removed along with the suture with the help of the arthroscopic scissor. T1 was left in the patient. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported.